Event description:
The customer reported that the system intermittently locked up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, backplane, image processor and the single board computer were installed during the service call. The system was tested and found to be working as intended and put back into service.